Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) was due to the distribution node to rear te cable being broken and shorting, causing the service code 204. The electrode belt was unable to complete essential performance testing. The root cause for the damaged cables was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.